Event description:
A report was received of a patient's implantable pulse generator (ipg) was explanted, due to the ipg protruding through the skin. There was no sign of infection; however, the patient was prescribed antibiotics as a precaution. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device was discarded by the medical facility and will not be returned for analysis.